Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture; baker grade unknown. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with a 350 cc mentor siltex contour profile high on both sides and was presented with breast implant deflation on her right side postoperatively. On (B)(6) 2019, mentor became aware that patient also suffered bilateral capsular contracture; baker grade unknown and hence, underwent bilateral explantation and replacement with catalog number: 3505535bc; serial number: (B)(4) on the right side and with catalog number: 3505535bc; serial number: (B)(4) on the left side on (B)(6) 2019. This report is for the patient¿s left-sided device.